Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level displayed as "High"; although specific value was not provided. Reportedly, the cartridge had been used beyond labeling as well as the customer was mixing old and new insulin. Tandem Technical Support educated the customer on insulin labeling Customer administered a correction bolus via the pump to address the BG. Customer to replace supplies as necessary and resume insulin.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone 8 Plus / Unknown / iOS_16.6.